Event description:
It was reported the patient had his artificial urinary sphincter removed due to recurring incontinence and failure of the device. The patient used 8 pads per day and woke up 2 times during the night. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted.